Manufacturer narrative:
Analysis results found that the inner shaft was rough and worn 0.56¿ from the distal face of the inner hub indicating metal on metal contact during use. The damage corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area consistent with aggressive use. The blade was run in a handpiece at 5,000 rpm in oscillate mode with no vibration however there was an unusual sound which was likely from the damage to the inner shaft which may have caused seizing during use. A review of the xpi did not indicate any evidence to point to improper manufacturing and there are checks for damage throughout the process. This customer reported an issue with two different lot numbers on this event; in contrast, a review of the global complaint data showed no other complaints for these lot numbers. There was no allegation of a defect prior to use / placement into the handpiece. The information indicates excess pressure was applied while in the handpiece during rotation which caused the deformation of the locking area; which then caused the inner shaft and outer tube to rub together causing damage to the inner assembly. The IFU warns that excessive pressure applied to a bur/blade may cause a fracture. Underlying cause is consistent with, misuse / use error. Additional information suggest that fdm:4118, fdr:3221, fdd: c62806 and fdc:67 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was confirmed that the device allegation was stopped running only. This device was not wobbling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a device the first blade stopped rotating and the second blade wobbled during functional endoscopic sinus surgery, resulted to 3 minutes delay, no other intervention performed and the procedure was completed with a back up device. There was no patient impact.